Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that she experienced elevated blood glucose (bg) over 500mg/dl with no reported signs or symptoms of hyperglycemia. The patient noted that she had been ill lately, but did not elaborate. The patient reportedly remained on the pump. A review of the alarm history indicated that an alarm had occurred and that the patient had inadvertently suspended the pump instead of confirming the alarm. No pump defects were identified during troubleshooting. This complaint is being reporter based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy associated with use error.